Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, episodes of non-sustained oversensing and cross-talk were observed on the device. Technical support was contacted and recommended reprogramming, which was performed to resolve the event. The patient was stable and there were no adverse consequences.